Manufacturer narrative:
The initial report was submitted as not complete by mistake. The repair information was already provided in the complaint record. The authorized service provider replaced the power management board. Testing was performed and all test passed. The issue was resolved.

Manufacturer narrative:
Upon further review, this event does not present potential risk of patient harm or injury as the unit was not in therapeutic use at the time of the event. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Report date: 21sep2021.

Event description:
Customer reports that the ventilator alternates between running on battery and ac. He verifies this in the event log. Within split seconds, the unit moves from running on battery to ac restored and this happens repeatedly. Patient involvement information is unknown however no patient or user harm was reported. The remote service engineer (rse) spoke with the customer. Customer found unit with no power. The customer explained that the unit was having an issue with respiratory 2 days ago, and with him a couple hours ago. Motor controlled (mc) pcba was already removed by customer. Battery identified as 11yrs old. Rse informed customer to change the battery as per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. While troubleshooting, the unit is operating fine. Customer checked the 24 volts and moved the power cord abusively. It had a constant 24 volts. Customer swapped out a power management (pm) pcba from another unit, and it has been working for an hour and nothing in the significate log shows it switching from ac to battery.